Event description:
Balloon spontaneously ruptured during placement per rep.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are very thin and there is more balloon materials on one side of the shaft than the other. Water was introduced through all of the lumens and the water flows from where it should. Visually there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging, this condition was not present during that time.